Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0009462, medical device expiration date: 2021-01-31, device manufacture date: 2020-01-09. Medical device lot #: 0184330, medical device expiration date: 2021-07-31, device manufacture date: 2020-07-02. Medical device lot #: 0044926, medical device expiration date: 2021-02-28, device manufacture date: 2020-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tubes there was discolored/abnormal additive form. This event occurred 41 times. The following information was provided by the initial reporter. The customer stated: "the plasma appears very diluted." Per email: we have been notified by the lab that performs some of our testing about an issue with the samples collected in bd vacutainer ppt plasma preparation tubes. These samples seem very diluted compared to the other samples that are normal. We are collecting the samples from a closed system (sample pouch attached to a whole blood bag), and we don¿t enter the samples at our center. There has been no injury or harm associated with this issue, although there has been a delay in the testing of the products associated with these donations. Additional information: 1/21/2021 spoke with the customer. She explained the process of whole blood donation. They use a fenwal bag with a sample pouch that collects the blood from the donor. After the blood is collected into the sample pouch, it is clamped off, and the cannula is broken to collect the whole blood donation into the bag. The tubes are filled from the blood in the sample pouch. They collect 3 red top tubes, 3 lavender, and 1 ppt tubes. The ppt tubes are sent to the csl labs. It is at this lab, where some of the staff are calling the samples "diluted." The other tubes are sent to another lab, and there has been no reports of diluted samples. At the csl lab, there have been no unusual results. The customer (kay) does not feel that the tubes look diluted, but stated that she is doing her "due diligence" in reporting this to bd. She noted that it is interesting that they are still using lot # 0184330, and have had no reports of diluted ppt tubes since november 17.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tubes there was discolored/abnormal additive form. This event occurred 41 times. The following information was provided by the initial reporter. The customer stated: "the plasma appears very diluted." Per email: we have been notified by the lab that performs some of our testing about an issue with the samples collected in bd vacutainer ppt plasma preparation tubes. These samples seem very diluted compared to the other samples that are normal. We are collecting the samples from a closed system (sample pouch attached to a whole blood bag), and we don¿t enter the samples at our center. There has been no injury or harm associated with this issue, although there has been a delay in the testing of the products associated with these donations. Additional information: (b(6) 2021 spoke with the customer. She explained the process of whole blood donation. They use a fenwal bag with a sample pouch that collects the blood from the donor. After the blood is collected into the sample pouch, it is clamped off, and the cannula is broken to collect the whole blood donation into the bag. The tubes are filled from the blood in the sample pouch. They collect 3 red top tubes, 3 lavender, and 1 ppt tubes. The ppt tubes are sent to the csl labs. It is at this lab, where some of the staff are calling the samples "diluted." The other tubes are sent to another lab, and there has been no reports of diluted samples. At the csl lab, there have been no unusual results. The customer (kay) does not feel that the tubes look diluted, but stated that she is doing her "due diligence" in reporting this to bd. She noted that it is interesting that they are still using lot # 0184330, and have had no reports of diluted ppt tubes since november 17

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-26 h6: investigation summary bd received 15 samples for lot # 0184330 and one photo for investigation. In addition, retention samples were tested as required. Visual examination of the photo shows a difference in the color of the plasma. No conclusions can be made based on the photo provided. 5 in-house retention samples of lots 0044926 and 0184330 were tested for additive abnormalities. All samples were within specification. Lot 0009462 could not be tested as it expired on 31jan2021. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (sample quality/plasma dilution.) Because the defect was not evident in the testing of the retention lot samples. Evaluation of both customer and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for sample quality/plasma dilution. Bd was unable to determine a root cause. See h10.